Event description:
It was reported that while the patient was in the emergency department, an insulin 25units/250ml infusion was programmed using guardrails drug library with an intended rate of 46.8ml/hr. However, it was reported that the clinician selected 100units/100ml as the dose/volume option and was confirmed even after guardrails clinical advisory was prompted. The infusion ran at 4.68ml/hr. The patient was then transferred to the ward and the event was not noticed until 18 hours later. Furthermore, this has resulted to keeping the patient on insulin infusion for more than 18 hours, prolonged hospital stay, and required frequent blood work as the patient's ph level was not correcting.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the ed that the nurse incorrectly programmed the insulin as a concentrated dose . During programming the nurse chose insulin 100mg/100ml at a rate of 4ml/hr. The intended dose of insulin was 25mg/250ml to infuse at 44ml/hr. Due to the patients continued non correcting ph level, the nurse began to investigate if there was a issue with the infusion. The nurse decided to make a new bag of insulin and when the nurse tried to initiate the infusion, the device unintentionally shut down. The nurse was forced to re-program the device to infuse insulin 25mg/250ml. When the nurse completed programming, the nurse noted that the rate of infusion calculated at 44ml/hr. Due to the programing error the patient required additional lab work, as well as extended 24 hrs. Stay at the hospital.